Event description:
This is a spontaneous case report received from a consumer via regulatory authority ((B)(4)) in (B)(6) on (B)(6)-2016. It refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted in 2011. The consumer's medical history included vasculitis. Concurrent condition included asthma, which had been treated since 2004 with seretide 50/500 every 12 hours, and since 2015 with montelukast every 24 hours. She has presented ectopic pregnancy, hives around the waist, vaginal burnings, hemorrhages, menstrual irregularities, perimenopause, abdominal swelling, abdominal stinging, and a fallopian tube twisted. The outcome of the events haemorrhages, fallopian tube twisted, hives around the waist, vaginal burning, menstrual irregularities, perimenopause, abdominal swelling, and abdominal stinging was not recovered / not resolved. All events were considered related to essure. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented ectopic pregnancy. She also experienced haemorrhages (seen as genital bleeding) and fallopian tube twisted. The reported events were considered serious due to medical importance; and only fallopian tube twisted is unlisted in the reference safety information for essure. In this case, a contributory role of essure in occurrence of fallopian tube torsion is unlikely, thus a causal relationship with suspect insert can be excluded. With regards to the other events, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to ectopic pregnancy. Additionally, non-serious events were reported. A product technical analysis is being sought.

Manufacturer narrative:
Follow-up information received on 20-apr-2016: quality-safety evaluation of product technical complaint: the bayer reference number for the ptc report is (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect. The reported medical events are not indicative of a quality deficit per se. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 25-apr-2016 for the following meddra preferred term: ectopic pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report was received via regulatory authority and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and presented ectopic pregnancy. She also experienced haemorrhages (seen as genital bleeding) and fallopian tube twisted. The reported events were considered serious due to their medical importance; and only fallopian tube twisted is unlisted in the reference safety information for essure. In this case, a contributory role of essure in ocurrence of fallopian tube torsion is unlikely, thus a causal relationship with suspect insert can be excluded. With regards to the other events, considering their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident due to the serious injury reported (ectopic pregnancy). Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events, the reported lack of efficacy and a quality defect.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.